Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of the homechoice cassette and heater bag that resulted in a leak. The white luer lock connector had detached from the tubing and fluid in the heather bag leaked out of the bag. This occurred after the use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, g4: PMA/510k # or bla #, h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed one blue hytrel connector connected to a luer connector in a plastics bag. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.